Manufacturer narrative:
The plate was examined under magnification. The fracture surface indicates that the fracture of the plate took place in two steps. There was the initial fracture that occurred on the lateral side of the plate due to a loading event. There were frictional marks on edges of the fracture surface that indicates there was movement between the two fragments of the plate after it fractured. Additional mdrs associated with this event: 3025141-2017-00294: screw 1, 3025141-2017-00295: screw 2, 3025141-2017-00296: screw 3, 3025141-2017-00297: screw 4, 3025141-2017-00298: screw 5, 3025141-2017-00299: screw 6, 3025141-2017-00300: screw 7, 3025141-2017-00301: screw 8, 3025141-2017-00302: screw 9, 3025141-2017-00303: screw 10.

Event description:
An implanted olecranon plate broke 11 weeks post operatively. The plate and screws were explanted.